Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device did not separate. The components of the device unraveled. The cause of the event was not determined.

Manufacturer narrative:
H3: product analysis of sfr4-4-40-10, lotno:b632809 ¿ as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, an opened solitaire x outer carton (b632809), and a plastic bio-pouch. ¿ damage location details: no breaks or separations were found with the solitaire x pusher. However, the solitaire x pusher shrink tubing was found damaged at ~5.0cm from the pusher¿s distal end. The solitaire x marker coil was found pulled back from the stent¿s proximal marker for ~1.0cm. The stent was found still attached to the pusher and in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s report was confirmed as the pusher shrink tubing was found damaged and the marker coil was found pulled back. The damage to the pusher shrink tubing and the marker coil being pulled back could indicate that excessive force was applied during the use of the device. This might have caused the components to "unwind" or appear to come apart. The device might have experienced some form of fatigue or wear during the single pass, especially if there were any unexpected resistances or obstacles within the vessel, even though it was noted to be of normal tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon trying to retract device after deployment, it "came apart". The pusher wire and all components "unwound". The reported device and any accessory devices were prepared as indicated in the IFU. There were no symptoms. The patient was being treated for ischemic stroke in the m1. 1 pass was made with the device. Vessel tortuosity was normal. Ancillary devices included phenom21.